Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach using a 6f sheath. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous superficial femoral artery (sfa). After a 180 non-bsc guide wire crossed the lesion, a 5.0mmx220mmx150cm sterling¿ balloon catheter was advanced for dilation, however, strong resistance was encountered. Eventually, the device was able to cross the lesion. On the first inflation at 2atmospheres for 5 seconds, blood regurgitated into the encore device and balloon rupture was noted. The device was completely removed from the patient. Subsequently, a kink was also noted on the 180 non-bsc guide wire and was exchanged with a v-18 guide wire. The physician then performed dilation with a 5.0-150mmx 3.8tx150cm sterling mr balloon catheter, resulting in restored blood flow and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the balloon. The inner shaft within the balloon was kinked in numerous locations. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. No damage was found on the proximal weld and the tip. There was no issues with the catheter length. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred.vascular access was obtained utilizing anterograde approach using a 6f sheath. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous superficial femoral artery (sfa). After a 180 non-bsc guide wire crossed the lesion, a 5.0mmx220mmx150cm sterling¿ balloon catheter was advanced for dilation, however, strong resistance was encountered. Eventually, the device was able to cross the lesion. On the first inflation at 2atmospheres for 5 seconds, blood regurgitated into the encore device and balloon rupture was noted. The device was completely removed from the patient. Subsequently, a kink was also noted on the 180 non-bsc guide wire and was exchanged with a v-18 guide wire. The physician then performed dilation with a 5.0-150mmx 3.8tx150cm sterling mr balloon catheter, resulting in restored blood flow and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).